Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction issue occurred. The wearable was inserted into the arm. Prior to sensor insertion the area was prepped with alcohol. On approximately (B)(6) 2025, the patient developed a rash and redness at the insertion site and over time, the rash spread across his body. The spouse stated it was an allergic reaction to the adhesive or material in the sensor. On an unspecified date, the patient consulted a dermatologist, who prescribed cavilon cream to help minimize the reaction. The reporter did not mention how long he used the cream or whether he is still using it. The spouse did not report any other health conditions or serious medical issues, and the sensor continued to provide accurate readings throughout the reaction. The spouse confirmed that the reaction was limited to the skin, and he did not experience life threatening symptoms. At the time of the report, the patient was doing well. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.